Event description:
Caller reported an issue with the pump time being incorrect. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with updating the pump time and advised them to monitor the situation, recommending follow-up if the time discrepancy reoccurred. Caller expressed understanding and acknowledgment of the instructions provided.